Event description:
It was reported that the procedure was to treat a lesion in the left common femoral artery. The 5.5x60mm supera self expanding stent system (sess) was used attempted to be used in a procedure; however, resistance was noted with the thumbslide during deployment and the stent was only able to be partially deployed. The sess was removed without issue. There was no adverse patient effect and no clinically significant delay reported in the procedure. Another stent was implanted to complete the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was returned for analysis. The reported mechanical jam was unable to be confirmed. The reported activation failure was unable to be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the distal sheath of the delivery system was entrapped or bent in the anatomy such that the ratchet was unable to properly/fully engage the stent resulting in difficulty advancing the thumbslide/ mechanical jam and the reported deployment difficulty/activation failure. There is no indication of a product quality issue with respect to manufacture, design or labeling.